Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3-4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the preparation, mitraclip did not open and close smoothly. Resistance was observed while closing and opening and when turned clip jumped open or close. Device was replaced and continued the procedure. The final mr was grade <1. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.